Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 19) with multiple cartridges, during the load sequence. There was no reported impact to customer's blood glucose level. Reportedly, the customer had an alternate pump for continued insulin therapy.